Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had depleted down 2-3 weeks ago and was at end-of-service (eos)/end-of-life (eol) at the time of report. The patient¿s healthcare professional (hcp) felt the ins had depleted earlier than expected and requesting further information from the manufacturer in the form of a letter. There was no information regarding the patient¿s parameters/settings to perform a longevity calculation on the ins to determine whether or not it was normal depletion. The patient was to have the ins replaced and had to be rescheduled at the time of report. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient called back to question why their implantable neurostimulator (ins) died so fast when they were told it would last 5-7 years. The patient also noted they used their therapy 24hrs a day.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).